Event description:
Procedure type: according to the reporter: gray piece at back of stapler broke into pieces. Unable to locate all pieces. X-ray ordered. X-ray taken. Missing piece found on floor. All pieces noted to be there. There was no unanticipated tissue loss. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes. No device fragment fell into the pt. No reinforcement material was used.

Manufacturer narrative:
(B)(4).